Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd 20ml 18g two piece syringes with needle leaked. The following information was provided by the initial reporter: "in the dialysis department, use a 20ml syringe and report leakage."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301948 and lot number 2106160. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures were returned for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod component. The observed leakage most likely resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. H3 other text : see h.10.

Event description:
It was reported that 2 bd 20ml 18g two piece syringes with needle leaked. The following information was provided by the initial reporter: "in the dialysis department, use a 20ml syringe and report leakage."